Event description:
Rectal thermometers come apart when trying to pull them out of the protective sleeve exposing the button cell battery. The red cap and the button cell battery both pose choking and safety hazards.